Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge alarm (cartridge alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Subsequently, it was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level ranged from 250 mg/dl to 535 mg/dl; a manual injection was administered to address elevated bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to manual injections for insulin therapy.